Event description:
A user facility reported that a patient coded during hemodialysis treatment. The following is based on the medical records received by the patient's treatment facility. During a dialysis the patient reportedly stated she needed to sit up, she collapsed and lost consciousness. Cardiopulmonary resusitation (CPR) was initiated and ems was called. She did not have any viable signs of life and her rhythm appeared to be asystole with background pacemaker activity. Initial cardiac rhythm ems reported was pulseless electrical activity (pea) and noted that patient had a pacemaker. The patient was intubated, CPR was resumed and epinephrine, bicarbonate and narcan were administered. The patient was transported to the hosp where she was diagnosed with cardiac arrest, acute respiratory failure and cardiac dysrhythmia. Resuscitation continued with an external jugular line was sited and arterial blood gases drawn. The resuscitative efforts were stopped and the patient expired. Dialysis settings at clinic for (B)(6) 2015: dialysate composition 2.0k, 2.5ca, mg 1.0, 100 dextrose; sodium 137meq/l; bicarb machine setting 35meq/l, bfr 4.0, blood pressure prior to dialysis 94/66.

Manufacturer narrative:
This MDR was initially submitted as the product citrasate was thought to be in use during the reported patient event. During further investigation it was confirmed that the product was not in use during the reported event. Reference MDR #1713747-2015-00241.

Manufacturer narrative:
This is being reported as part of a system level investigation which will include an investigation of all fresenius products potentially in use at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that patient had prior hospitalization on (B)(6) 2015 - generalized fatigue over a week, increased shortness of breath, edema, orthopnea and elevated irn as high as 13 at home (irn is 12.32, chest x-ray does show evidence of congestive heart failure with effusion) treated with IV diuretics. Suspected-chf, blood loss anemia, coagulopathy, elevated irn so coagulopathy is being reversed, urinary tract infection treated with antibiotics, acute kidney injury or chronic kidney disease, left lower extremity cellulitis treated with expanded antibiotics, profound hypothyroidism, elevated liver function tests could be a component of hepatic congestion from her congestive heart failure, history of breast cancer, unclear if it is in remission, no death certificate or autopsy results were received. A supplemental report will be submitted upon completion of the plant's investigation.